Event description:
It was reported that the asymptomatic patient presented in clinic due to the pulse generator exhibiting backup vvi operation. Upon interrogation, the device had not reached elective replacement indicator. A software device download was performed successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.